Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion. Please see related MFR reports: 1221359-2021-00228 and 1221359-2021-00229.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay. This report represents patient one (1) of three (3). The customer reported a false positive result on a direct nasopharyngeal puritan hydraflock swab with the ID now covid-19 assay performed (B)(6) 2021 at 4:54pm. Confirmation testing using a saliva sample generated negative results with the thermofisher 7500 fastdx pcr (CT values not provided). The patient was reported as symptomatic and isolated unnecessarily. No additional information was provided. The customer confirmed there was no death or serious injury based on the test results. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1005528 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 90-000 / lot 1005528 and test base part number 190-430 / lot 1005528. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1005528 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.